Event description:
Loss of vision, being without vision [blindness]. Nerve damage [nerve injury]. Peripheral nerve damage [peripheral nerve injury]. Neuropathy in hands and feel [neuropathy peripheral]. Zinc poisoning [metal poisoning]. Loss of balance, total loss on right side and 50-75% loss on left side [balance disorder]. Oscillopsia [oscillopsia]. Nausea [nausea]. Case description: a consumer reported that they, an adult female age unspecified, used fixodent denture adhesive, form/version unk, unspecified total daily use beginning (B)(6) 1998 through (B)(6) 2010, and reported the following: loss of vision, being without vision since (B)(6) 2007, experiences nausea due to oscillopsia, nerve damage, peripheral nerve damage, neuropathy in hands and feet, loss of balance, total loss on right side and 50-75% loss on left side beginning (B)(6) 2007, toxic levels of zinc in blood revealed in (B)(6) 2010. She mentioned that her problems are often presumed to be due to drunkenness. The consumer has visited 15+ physicians including neurologists, oncologists, otolaryngologists and 3 different general physicians. A hair sample test revealed zinc to copper ratio as 500 to 1. She has had hundreds of tests including blood, radiology as well as a bone marrow biopsy, results not specified. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter and case concerns long-term product use.